Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient called animas on (B)(6) 2014 after a phone message they received from animas. The patient stated that in (B)(6) paramedics were called by a family member after they were found feeling clammy, wet, disoriented, and had a blood glucose (bg) of 25mg/dl. The patient refused to be brought to the hospital. The paramedics treated the patient with soda, peanut butter crackers, and monitored bg until it was 60mg/dl. The patient stated that there was something wrong with the pump as the whole cartridge was empty when their bg was 25mg/dl. The patient stated that it was fairly full last night. Customer support (cs) advised the patient to complete rewind-load and rewind to see how pump is working. This report is being made due to the hypoglycemic event that resulted from an alleged history settings issue.